Event description:
It was reported that the device will not turn on / off. The last repair was a bad key pad, it is not known if this is the same or if it wont power on for another reason. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture 06aug2019 to the present date 24dec2020 and note that this device has been returned for service once which correlates to the customer reported issue or service repairs.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device will not turn on / off. The last repair was a bad key pad, it is not known if this is the same or if it wont power on for another reason. No additional information was provided. There was no patient involvement.